Event description:
Procedure performed: rib fx (fracture) fixation. Event description: complaint created based off medwatch mw5117737. During rib fx (fracture) fixation for multiple fractures of ribs; using thoracoscopy approach, a small piece of the distal end of the 12 mm plastic port (trocar) was found dislodged from the port itself. This was not associated with any specific maneuvers. A small piece was found but not all. Risk of open procedure was ruled out to find the other piece. X-ray did not find anything more but not all of the broken trocar was accounted for. Patient was made aware during his encounter. Broken trocar has been sequestered. Product is available for return. Intervention: a small piece was found but not all. Risk of open procedure was ruled out to find the other piece. Patient status: no report of patient injury.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. This report is to follow-up medwatch# mw5117737.

Event description:
Procedure performed: rib fx (fracture) fixation. Event description: complaint created based off medwatch mw5117737. During rib fx (fracture) fixation for multiple fractures of ribs; using thoracoscopy approach, a small piece of the distal end of the 12 mm plastic port (trocar) was found dislodged from the port itself. This was not associated with any specific maneuvers. A small piece was found but not all. Risk of open procedure was ruled out to find the other piece. X-ray did not find anything more but not all of the broken trocar was accounted for. Patient was made aware during his encounter. Broken trocar has been sequestered. Product is available for return. Intervention: a small piece was found but not all. Risk of open procedure was ruled out to find the other piece. Patient status: no report of patient injury.